Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that there was a no device found message as well as the insulation slightly pulled out. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt mentioned about 3-4 weeks ago the ins battery got low and pt needed to recharge. However when pt went to recharge, the screen just kept saying searching for device and would never connect. Pt said they had tried resetting controller a couple times like rep suggested, but still pt was not able to communicate. Troubleshooting was unable to be performed as pt had to go and could not stay on the line for troubleshooting connection issues. Patient services (ps) reviewed to call back when able to for troubleshooting. Patient called back with recharger and controller. Patient stated the controller is showing to charge the ins and controller 100% charged. Ps asked patient to inspect the recharger (rtm) for damage and if the rtm gets hot and patient said the paddle gets very warm but not hot and wire near the paddle area is slightly pulled out and seeing different color on the wire. Ps re-opened the case and sent email to the repair dept for rtm replacement. Patient mentioned running on empty for 4 days or so because they were not able to charge the implant with the recharger.